Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of six. The patient was connected at the time of the alarm. The patient has an ultra filtration of -2194ml. During troubleshooting, it was found that there was a loose connection between a supply line and a bag. The technical service representative (tsr) had the patient cycle power to the homechoice to clear the alarm. The tsr explained the alarm to the patient. The caller would discard the supplies and finish therapy with manual supplies. The technical service representative reviewed proper procedures with the caller. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The cause of the alarm was reported to be a loose connection however the cause of the loose connection was undetermined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.